Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were in the emergency room due to heart palpitations and pain. It was mentioned that the patient¿s cardiac physician feels that these events are related to vns. Further follow up with the physician's office revealed no new relevant information in regards to the patient's heart flutters. The office noted that during the patient¿s follow-up appointment for their hear flutters, it was additionally noted that the patient is experiencing shortness of breath, a change in seizures, vomiting, and memory issues. The patient is still following up with several other physician'/specialists on these reports; and therefore, no additional relevant information could be provided during the phone conversation. The patient's vns device was checked on (B)(6) 2019. The diagnostics were not available through the physician's office; however, there were no noted issues with the vns from this appointment. No other relevant information has been received to date.